Manufacturer narrative:
The zoll quattro catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The quattro catheter (lot # unknown) was utilized to provide ivtm therapy on a patient without any documented issues. About 12 hours after the initiation of the treatment, with the target temperature of 36° c, the thermogard console displayed an "air trap" alarm. Upon further inspection, the 500-ml saline bag was noted empty and there was blood backing up in the start-up kit (suk) tubing. Per the reporter, the problem was with one of the catheter balloons. The patient was placed on the surface cooling to maintain the 36° c temperature. Based on the additional information, the console is functional after displaying an "air trap" alarm as the console stopped correctly in standby mode after the alarm was displayed. No consequences or impact to the patient.

Event description:
The quattro catheter (lot # 175600) was utilized to provide ivtm therapy on a patient without any documented issues. About 12 hours after the initiation of the treatment, with the target temperature of 36° c, the thermogard console displayed an "air trap" alarm. Upon further inspection, the 500-ml saline bag was noted empty and there was blood backing up in the start-up kit (suk) tubing. Per the reporter, the problem was with one of the catheter balloons. The patient was placed on the surface cooling to maintain the 36° c temperature. Based on the additional information, the console is functional after displaying an "air trap" alarm as the console stopped correctly in standby mode after the alarm was displayed. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint about the quattro catheter (lot # 175600) leak was confirmed. During the functional leak test, a pinhole leak was observed at the proximal end of the distal balloon. The probable root cause of the pinhole leak was due to a latent material defect. The customer followed the IFU and did not replace the saline bag before the leak investigation. A visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the balloons and the luered tubings. Functional testing of the returned catheter was performed. All infusion ports were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons were fully inflated when pressurized up to 100 psi. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the distal balloon. Thus, confirming the customer complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 175600. Additional information: b5, (describe event or problem) lot # for catheter was updated correction: d4, lot # was updated.